Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the catheter was received for analysis after decontamination (in appropriate packaging). The returned device matches the upn and lot number provided by the customer. Visual inspection found the device had two kinks at the distal section while in the neutral position at 94.5 and 97 cm from the distal tip. Microscopic examination noted evidence of corrosion damage among multiple electrodes along the distal array. The electrical test was performed and the device failed the test. The device failed the magnetic tracking test for too many opens. There was reported 22 allowed and 4 unallowed opens. The magnetic sensor resistance test found device to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. Complaint confirmed. The most probable root cause is a operational context as device performance was limited due to anatomical procedural factors.. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that a catheter tracking issue occurred. A left ventricle mapping and ablation procedure was being performed. When the orion catheter was advanced to the left ventricle apex it started blinking and disappeared from the screen of the rhythmia mapping system. The catheter was out the sheath, inside the tracking region when the tracking issue occurred. The reference catheter was correctly plugged in, and the x-ray image intensifier was as far from the patient's chest as possible. No implantable device programmer was on the patient. There were several attempts to resolve the issue including restarting the magnetic field generator, restarting the whole system, and exchanging the umbilical cable. This troubleshooting did not resolve the tracking issue. The orion was then exchanged for the new one and the physician successfully finished the procedure. No patient complications were reported. However device analysis found corrosion on the catheter electrodes.